Event description:
It was reported that the pt experienced an electrocution injury while doing some welding. After the electrocution, the neurostimulator device shocked him about every 15 minutes. Upon eval, it was discovered that the device was no longer working and had no memory, so it was turned off. With the stimulator off, the pt had a return of nausea and vomiting symptoms. The pt underwent a revision of the neurostimulator device. New gastric leads were placed just proximal to the previous lead site. An upper endoscopy was performed, and there was no evidence that the leads transgressed the lumen of the stomach. The leads were attached to the stimulator. The stimulator was interrogated, and impedances were normal. The pt tolerated the procedure well, and recovered without sequelae. The pt did follow up with this gi specialist and was reprogrammed. The nausea and vomiting improved for a couple of weeks, and then returned which led to dehydration. The stimulator was adjusted again, and the pt was instructed to contact the gi specialist if symptoms persisted.

Manufacturer narrative:
(B)(4).